Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2008 and mesh were implanted into the patient. No clarifying information provided. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2008 and mesh were implanted into the patient. No clarifying information provided. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This report is a 30 day initial report, sent as follow-up 1 due to emdr duplicate error.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 and additional mesh implanted on (B)(6) 2009 due to pop, sui, urinary frequency, urgency, cystocele, rectocele, enterocele, vault prolapse. It was reported that patient underwent mesh revision/removal on (B)(6) 2011 including an abdominal enterocele repair and partial colectomy and on (B)(6) 2012 including sacral colopexy with omental graft and appendectomy. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, infections, unable to engage in sexual intercourse, urinary leakage, urinary frequency, adhesions, digestive issues, depression and anxiety. No additional information was provided. A review criteria of the batch manufacturing records was conducted and the batch met all finished goods release.